Manufacturer narrative:
The main component of the system and other applicable component is: product ID: neu_unknown_lead, product type: lead.

Event description:
Information received from an unknown foreign healthcare professional reported there was a technical issue and lead infection of the quadripolar lead. The event occurred after the implant procedure. Event management included non-surgical treatment.